Event description:
It was reported that a patient underwent a laparoscopic hysterectomy in (B)(6) 2012. During the procedure, the device would not cut through the uterus. The device ran sluggishly and kept shutting down. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.